Manufacturer narrative:
Manufacturer's investigation conclusion: the device remained implanted and the patient remained ongoing on vad support until expiring on (B)(6) 2018 (reference medwatch MFR. Report # 2916596-2018-03972 for the patient outcome). A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 5 days . The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that CT scan results revealed there are a few areas of hypodensity in the right cerebellar hemisphere which are new compared to previous MRI may reflect recent infarcts. No additional information was provided.